Event description:
In 2006, a female purchased and used compound w freeze off to treat warts on her right arm. The customer does not include a detailed description of the application method, but does report that the cryogen dripped down her arm causing a 3rd degree burn. The report does not include any indication that medical attention was sought for the injury. The customer notified the product distributor and FDA of the incident approx 2 weeks after the application. The customer was concerned about the safety and labeling of the product.

Manufacturer narrative:
The production lot of the canister involved was not identified and the customer has not returned the canister for eval. Customer reported that the warning section does not provide a description of possible injury if the product should drip or touch another part of your body. Review of instruction insert: "directions for use" include a step by step procedure for application of freeze off. They also include warnings: example: "do not hold the spray can near your face, over parts of your body or clothing" (during changing step) and "do not press the valve while compound w freeze off applicator is in contact with the skin." The "warnings" sections includes a reiteration of proper application methods and results of improper use: (example: "misuse of compound w freeze off may result in burns and permanent scarring of healthy tissue or blindness.")